Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's right femoral vein in the intensive care unit. Two days after placement, the clinician found leakage at approximately 50-55 cm from the distal tip of the catheter. As a result, the clinician covered the leaking spot with tegaderm and continued the treatment with the catheter for two more days. The catheter was then removed and there was no need for further treatment. There was no delay in treatment and no patient death or complications reported.